Event description:
It was reported that the patient's blood glucose levels were ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient reported the pod was leaking insulin. As treatment a new pod was applied.

Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.